Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale/; corrected data: b5, h10 48 events were originally reported for this failure mode during the reporting quarter. 50 events should have been reported; 2 events were inadvertently excluded. - 50 reported events are included in this follow-up record. Product return status 40 devices were received. 5 devices were not available for evaluation. 5 device investigation types have not yet been determined. Event confirmation status 7 reported events were confirmed. 33 reported events were not confirmed. Evaluation results 16 devices were found to be affected by corrosion. 14 devices were found to be affected by a lubrication problem. 8 devices had no problem found. 1 device was found to be affected by a shattered bearing. 1 device was found to be affected by a worn bearings and damaged nose tube.

Event description:
This report summarizes <noe> 50 </noe> malfunction events in which the device reportedly overheated. 38 events had no patient involvement; no patient impact. 12 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.supplemental rationalecorrected data: h1050 previously reported events are included in this follow-up record.product return status41 devices were received.9 devices were not available for evaluation.

Event description:
This report summarizes 50 malfunction events in which the device reportedly overheated. - 38 events had no patient involvement; no patient impact. - 12 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 50 previously reported events are included in this follow-up record. Product return status: 40 devices were received. 6 devices were not available for evaluation. 4 device investigation types have not yet been determined. Event confirmation status: 7 reported events were confirmed. 33 reported events were not confirmed. Evaluation results: 16 devices were found to be affected by corrosion. 14 devices were found to be affected by a lubrication problem. 8 devices had no problem found. 1 device was found to be affected by a shattered bearing. 1 device was found to be affected by a worn bearings and damaged nose tube.

Event description:
This report summarizes malfunction events in which the device reportedly overheated. 38 events had no patient involvement; no patient impact. 12 events had patient involvement; no patient impact.

Event description:
This report summarizes 50 malfunction events in which the device reportedly overheated. - 38 events had no patient involvement; no patient impact. - 12 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 50 previously reported events are included in this follow-up record. Product return status 41 devices were received. 6 devices were not available for evaluation. 3 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 48 events were reported for this quarter. Product return status: 34 devices were received. 14 device investigation types have not yet been determined. Event confirmation status: 6 reported events were confirmed. 28 reported events were not confirmed. Evaluation results: 16 devices were found to be affected by corrosion. 10 devices were found to be affected by a lubrication problem. 8 devices had no problem found. Additional information: 48 devices were not labeled for single-use. 48 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 48 </noe> malfunction events in which the device reportedly overheated. 36 events had no patient involvement; no patient impact. 12 events had patient involvement; no patient impact.